Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. The c ring broke in half during the procedure. No pieces fell into the patient. A new device was opened to finish the case. No injury was reported to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, g4, g7, h2, h6, h10 analysis of production: ((B)(4)) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis : ((B)(4))the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: ((B)(4)) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: ((B)(4)) communication/interviews were performed to obtain all possible information. Device not returned: ((B)(4)) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
N/a